Manufacturer narrative:
H10, device history records review: the customer did not provide an item number nor a lot number for the reported device. Without an item number, angiodynamics was unable to perform a ship history review for lot numbers shipped to the customer. As a result of no lot numbers, we are unable to perform device history records reviews. Reference (B)(4). For each of the 6 occurrences/devices, reference: (B)(4), 1317056-2023-00038; (B)(4), 1317056-2023-00039; (B)(4), 1317056-2023-00040; (B)(4), 1317056-2023-00041; (B)(4), 1317056-2023-00042; (B)(4), 1317056-2023-00043.

Manufacturer narrative:
A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of extension tubing leaked and air bubbles cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for this type of reported failure is a fracture of the extension tubing adjacent to the luer hub. Excessive torquing of this connection and/or not allowing cleaning agents to completely dry can be contributing factors for fracture of the extension tubing at this location. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). For each of the 6 occurrences/devices, reference: (B)(4), 1317056-2023-00038; b)(4), 1317056-2023-00039; (B)(4), 1317056-2023-00040; (B)(4), 1317056-2023-00041; (b)(4, 1317056-2023-00042; (B)(4) 1317056-2023-00043.

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). For each of the 6 occurrences/devices, reference: (B)(4) 1317056-2023-00038, (B)(4) 1317056-2023-00039, (B)(4) 1317056-2023-00040, (B)(4) 1317056-2023-00042, (B)(4) 1317056-2023-00043.

Event description:
A clinical specialist manager reported a distributor had been notified of six events associated with bioflo duramax dialysis catheters. They related that some of the dialysis sites where patients present in vienna austria have experienced "cracked/broken hubs" and "air in the bloodline" such that the catheters had to be replaced. They indicated there have been 6 catheters with this problem. None of the patients experienced adverse effects, harm, or require medical intervention as a result of the incidents. It was noted that these instances only occurred at sites away from the main facility where the patients receive hemodialysis.